Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 the patient underwent a thrombectomy procedure using the jeti device in the left femoral popliteal bypass graft. During the procedure, the patient lost 300 ml of blood. On (B)(6) 2023 the patient experienced a low hemoglobin/hematocrit (h&h), but no actual source for the bleeding was identified via CT of the abdomen/ pelvis. The patient was transfused with two units packed red blood cells (prbc). Per the physician, there was no device malfunction and the jeti catheter did not cause direct injury to the patient; however, the jeti system works to extract blood, and although the device performed as expected, there may be a causal relationship between the jeti system and the low h&h. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of minimal blood loss (anemia) is listed in the all in one peripheral thrombectomy system instructions for use (IFU), as a possible adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.